Event description:
The hcp reported that the pt was experiencing increased pain and slight to moderate withdrawal for approx four days after his pump was refilled. The hcp offered to increase the medication dose for four days after refill and then reset the dose back to normal for the rest of the month. The pt reported there hasn't been any recent changes in drug concentration or dose. The pt's pump contained dilaudid 25 mg/ml.